Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was arrhythmia, sepsis, stroke and a major bleed during impella cp patient support. While on support, the patient was cardioverted in the sticu after atrial tachycardia and converted on the second cardioversion attempt. Additionally, there was a concern of septic shock. The doctor was concerned that the patient had disseminated intravascular coagulation vs heparin induced thrombocytopenia due to bleeding in the endotracheal tube, at foley insertion and peripheral IV sites. Heparin was stopped. The patient became unresponsive. Elevated sodium levels were revealed and attempted to be corrected. There were concerns made by care team that the patient had developed diabetes insipidus with 1300 output yesterday. The electroencephalogram showed minimal to no brain activity. Care was withdrawn and the patient expired.

Manufacturer narrative:
B.2. Added selection as it was omitted from the initial report that was submitted. H.6. Added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Arrhythmia/sepsis/stroke: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the patient was bleeding in the endotracheal tube and at foley insertion and peripheral intravenous sites. The root cause of bleeding was determined to be patient condition because of the bleeding from multiple sites. Device history review: the device passed all post sterile inspection checks.